Event description:
It was reported that during a total laparoscopic hysterectomy procedure; the right side of the uterus was mobilized with no issues. The left side was mobilized by the assisting doctor who noted the tissue seemed thicker on his side. He was mobilizing close to the cervix and heard a crunch. While removing the instruments, part of the jaw remained on the tissue and one of the wires still attached to the instrument was exposed. The doctor used a grasper to get the broken jaw and pulled the piece and the trocar out. They continued the procedure with a different device. The scrub tech then noted that a piece of the original broken jaw was still missing. They searched the abdomen, but could not find it. Fluoro was used to search for the missing piece. They thought they found it near the liver, but could not retrieve it with a lap instrument. A hand port was then placed in the right upper quadrant and the surgeon placed his hand through and determined the item they saw was an encapsulated clip from the patient¿s previous lap gastric bypass. They searched around the abdomen one more time and saw the piece of the jaw was wedged between the trocar and the fascia. The piece was retrieved. The procedure was completed using a different device. The procedure was prolonged by 90-100 minutes.

Manufacturer narrative:
(B)(4). Should information be provided later, a supplemental medwatch will be sent. Additional information requested: please, describe any changes to the patient¿s routine post-op care. Are the broken pieces being returned with the device? Or, were the broken pieces discarded? Most of the pieces are being returned. Some were discarded. Were there any unexpected outcomes or complications as a result of the alleged device failure or extended operating room time? What was the impact to the patient? Increased blood loss, additional treatment, diagnostic intervention, delayed healing, loss of function, extended hospital stay, increased morbidity. The device was received with the upper and lower jaw detached from the weld area not returned, the electrode was separate from the jaw still attached to the active rod but with the ceramic partially missing. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.